Manufacturer narrative:
The customer did not supply the patients' demographics such as ages, dates of birth, sexes and weights. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. All mdrs associated with this report are: 2122870-2016-00171, 2122870-2016-00172, 2122870-2016-00173.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for two (2) patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed both patients samples two (2) additional times on the same access 2 immunoassay system, and obtained lower results within the assay's normal reference range. The elevated accutni+3 results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This MDR addresses the results obtained on (B)(6) 2016. MFR #2122870-2016-00172 addresses the results obtained on (B)(6) 2016. MFR #2122870-2016-00173 addresses the results obtained on (B)(6) 2016. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The first patient's sample was collected in a rapid serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. No issues with sample integrity were reported by the customer. The second patient's sample was collected in a serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. No issues with sample integrity were reported by the customer.